Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that the patient with this left ventricular lead exhibited muscle stimulation. The patient felt pain at the pocket since implant when left ventricular pacing. The pocket was opened for replacement of the competitors lead and the physician attempted to reposition the lead but was unsuccessful due to patient anatomy. Furthermore, this lv lead was explanted. No additional adverse patient effects were reported.